Event description:
(B)(6) called in stating that the pt used the bags less than 24 hours and both bags began leaking. The pt threw out the bags.

Manufacturer narrative:
(B)(6) called in stating that the pt used the bags less than 24 hours and both bags began leaking. The pt threw out the bags. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.